Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of hospitalization for high blood glucose of 560mg/dl and diabetic ketoacidosis. Customer indicated that their blood glucose value was 360 mg/dl at the time of the call. The time and date settings are correct. The product was not returned for analysis.